Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported left side capsular contracture, baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth on posterior assessed as fold flaw opening. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ white particles inside of the device. ¿ wear abrasion observed.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported left side capsular contracture, baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported left side capsular contracture, baker grade IV, painful, deformity and hardening. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture, baler grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baler grade IV and device deflation.